Event description:
The user facility reported the washer was leaking on the clean side. No injuries, property damage, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 2" drain line was pointing away from the floor sink causing water to leak onto nearby flooring and not drain into the sink. The technician repositioned the drain line and secured it in place, in the floor sink. The technician tested the equipment and returned it to service; no further issues have been reported. The washer is under steris service contract and preventive maintenance was completed on (B)(4) 2012, when the washer was found to be operating properly and the drain line was properly positioned.